Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one m.r.I. Plastic port with 6.6 fr s/l silicone catheter was returned for evaluation. The catheter was returned in two segments, the proximal segment was attached to the port stem and returned cath-lock. A complete circumferential break was noted on both catheter segments, between the 8cm and 9cm depth markers. An examination of both ends of the break under magnification revealed an elliptical cross-section. It was also noted that the break was uneven and presented granular surface textures. Based on the findings, the investigation is confirmed for a break, specifically as a result of pinch-off. The identified catheter break possessed characteristics typical of catheter pinch-off. Additionally, per the reported event details, the device was inserted via the subclavian vein. As a result, it is possible that damage caused by compression of the catheter between the clavicle and first rib may have contributed to the condition of the catheter. However, the definitive root cause could not be determined based upon the available information.

Event description:
It was reported that the chronic catheter, inserted via the subclavian vein, allegedly broke and migrated to the heart. It was further reported that the patient was taken to the hemodymanics room where one piece of the device was removed and then was taken to the surgery room, where the other piece of the device was removed from the heart. The patient status is unknown.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter, which was inserted in the subclavian, ruptured inside the patient. The device was removed. There was no reported patient injury.